Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base unit. Reference medwatch with (B)(6)for the inform meter.

Event description:
Caller states that the inform base unit has melted the plastic near the connector port area. No adverse event reported. Requested return of suspect device and replacement was sent.